Manufacturer narrative:
Four isolates were received from the customer and tested with retention panels from the complaint lot all four strains reported resistant results. Quality control strain (B)(4) was also tested in retention product and also performed as expected with a resistant result. A review of the batch history record showed satisfactory results. Previous complaints for false susceptible vancomycin results with (B)(4) have been received and have been confirmed as an issue. An urgent field corrective action letter was initiated to customers by bd on (B)(4) 2012, by sending an overnight letter to customers informing them to confirm any susceptible vancomycin result for (B)(4) isolates prior to reporting any result. Bd worked directly with FDA to inform them of this issue and to provide proper notification to the customer to prevent any add'l incorrect results from being reported. The recall has been reported through (B)(6).

Event description:
Customer called bd on (B)(6) 2012, to report that four isolates of (B)(4) from the same pt that was reported as sensitive to vancomycin with the first culture and resistant to the second. The third and fourth culture had the same inconsistent results with one susceptible and the other resistant. Based on the second isolate result, they questioned the result on the first isolate. All four isolates were verified as resistant to vancomycin with etest. Pt impact was unk at the time of the original contact to bd. Customer called back to bd on (B)(6) 2012, to report that the physician treating the pt prescribed therapy based on the resistance to vancomycin. There was no adverse impact to pt.